Event description:
The patient reportedly experienced sound quality issues with her device and dizziness. Testing indicated that the device was functioning, however, it was decided to explant the patient's device. Surgery to explant the patient's device was scheduled.